Event description:
It was reported that the programmer had poor telemetry. The radio frequency (rf head) was replaced, but the issue remained. The pr ogrammer has been returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the rf head connector was loose. As a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the tab was broken on the power cord door, and the system fan was intermittently noisy. (B)(4)